Manufacturer narrative:
Pump received with blank display due to corroded battery tube spring contact and corroded battery tube. Unable to perform all functional testing including the operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime/compromised force sensor system and excessive no delivery test or verify charge/battery lasts less than expected anomaly due to blank display.

Event description:
The customer reported via phone call that his insulin pump's batteries were draining faster. The customer's blood glucose level was 200 mg/dl. The customer reported that he received a weak battery alert before inserting a new battery. He was assisted in troubleshooting. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.